Manufacturer narrative:
Other relevant device(s) are: product ID: 9735824, serial/lot #: (B)(4); product ID: 9735825, serial/lot #: (B)(4). A medtronic representative tested and serviced the equipment. Hardware parts were replaced on the system. The system passed the system checkout and was performing as intended. The breakout box/em interface unit was returned for evaluation. Through visual/physical examination and functional testing, the reported problem could not be duplicated. The em interface unit was connected to a test system for a multi-day burn-in test. The em interface functioned normally on all six ports without failure. The em controller was returned for evaluation. Upon initial inspection the analyst heard something rattling inside the controller. The analyst found a loose nut inside securing the field generator's lemo connector to the chassis. The analyst re-tightened the nut to the chassis and performed functional test and the controller functioned normally without failure. Analysis determined there was a failure with the em controller related to the loose nut. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system¿s breakout box was damaged and needed replacement. This system is a traveling unit; the reported issue was discovered when the system was returned. There was no patient present when this issue was identified. It was later reported that the new breakout box started having the same issue as the old breakout box. Ports 3 and 4 would intermittently turn amber. The same box worked fine on another medtronic navigation system, as well as the box that was first thought to be damaged.